Manufacturer narrative:
The device was received by resmed. The device had signs of improper maintenance and storage based on evidence of insect infestation, therefore, it was returned to the customer unrepaired. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple error messages (sf150 and sf188). There was no patient harm or serious injury reported as a result of this incident.